Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneuryx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Vessel morphology was reported to be "non-remarkable" and not tortuous. There were no difficulties while inserting the device. It was reported that the slide ring snapped during deployment, so they were unable to deploy the device. The device was removed, and another device of the same size was used successfully. No clinical sequelae were reported, and the pt is reported to be fine.